Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had a missing electrode. The customer's blood glucose was 100 mg/dl at the time of incident. The customer stated that the transmitter was not blinking when it was connected to the sensor. The sensor will not be returned for analysis.